Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "he called with the medication leaking. They indicated that this was the second leak in two days." The leak occurred during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.